Event description:
Doctor performed surgery on female patient (B)(6) 2008. Patient complained of pain in jaw (B)(6) 2009. Patient returned to hospital and x-rays revealed the plate had broken. Surgery was performed to remove and replace broken plate.

Manufacturer narrative:
Plate has been returned and has been forwarded to manufacturer for evaluation. This is one of two MDR's, refer to 9610905-2009-00007.